Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that the display screen was blank. The patient tried using a new battery but the display was still blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2013 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings . Pump powers on to the verify screen normally; no blank screen was duplicated. A pink contrast was observed. Removed cover and replaced pink screen with test screen. Test screen has normal contrast and no discoloration. Unable to duplicate the reported blank screen complaint.